Event description:
Capsular contracture confirmed as baker grade iii.

Manufacturer narrative:
Additional/changed and/or corrected data : a.4., b.5.

Event description:
Healthcare professional reported right side rupture, capsular contracture, baker grade unknown, and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight, wear abrasion, and fold creases. A microscopic analysis was performed which identified: a crease sharp broken on posterior and non-penetrating nick. Based on the device analysis the final assessment is a sharp crease break on posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: d.9, g.1, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture, capsular contracture, baker grade unknown, and exchange from textured to smooth implants due to the patient's concern with the product."

Event description:
Healthcare professional reported right side rupture, capsular contracture, baker grade unknown, and exchange from textured to smooth implants due to the patient's concern with the product. Device remains implanted.